Event description:
It was reported that the patient saw an ¿hour glass and then it flipped to a reposition screen on the recharger.¿ the patient was involved in a car accident a few days prior to the report and broke some ribs. The patient last charged a month prior to the report and last felt stimulation about 2 days prior to the report. The patient programmer was showing poor communication with and without the antenna. The patient¿s last recharging session was (B)(6) 2014 and the implantable neurostimulator (ins) battery was left at 3.69v. The patient had an appointment on (B)(6) 2015.

Event description:
Additional information received reported that the patient was in overdischarge on (B)(6) 2015. A physician mode recharge (pmr) was p erformed once and it was able to start back up. The manufacturing representative charged the patient¿s device to 25% and was able to clear the power on reset (por) screen with the clinician programmer. The patient went home to complete the charging and was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the manufacturing representative had completed the first physician mode recharge (pmr) and got the power on reset (por) screen and recharging screen. This occurred on the day of the report. The patient had trouble finding the implantable neurostimulator (ins) and that was why she went into overdischarge, but the manufacturing representative thought the ins was easy to find and got 8 boxes during their appointment. The manufacturing representative did not know when the patient attempted recharging and failed, but the representative was estimating that the patient was without stimulation since (B)(6) 2014.

Event description:
Additional information received reported that the patient had an appointment on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).